Event description:
It is reported that during the prepare for a percutaneous coronary interventional procedure, a sheath tear occurred. After crossing the unknown lesion site with a non bsc wire, a micro catheter was used to for the exchange for a rotawire. The 1.75mm rotablator burr was loaded onto the rotawire where platform testing was to be performed outside the patient's body. There was some air leakage coming from around the rotablator console unit, and the burr stopped rotating. After several attempts to get the burr to rotate, it was noted that the burr sheath had a tear. The burr was then replaced, and the procedure was completed successfully. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the rotablator plus unit was returned connected together. An initial examination of the complaint catheter unit was carried out. It was noted on visual inspection that the sheath was cut 96cm, 99 cm & 101 cm from the strain relief. The burr was microscopically examined as per rotalink plus workmanship standards. The burr annulus was within specification. Damage to the catheter sheath is associated with over-tightening of the hemostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user error. Per the dfu, "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).